Manufacturer narrative:
H.6. Investigation: no photo or sample was received by the customer for quality investigation. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that as lvp 20d 2ss cv tubing was occluded, damaged, and leaked. This caused chemotherapy medication to splash on the patient. The following information was provided by the initial reporter: material no.: 2420-0007 lot no.: unknown. It was reported that the tubing malfunctioned and would not prime alerting of an occlusion and that there was a pinhole puncture in the IV tubing causing chemotherapy medication to splash on the patient.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 2ss cv tubing was occluded, damaged, and leaked. This caused chemotherapy medication to splash on the patient. The following information was provided by the initial reporter: material no.: 2420-0007 lot no.: unknown. It was reported that the tubing malfunctioned and would not prime alerting of an occlusion and that there was a pinhole puncture in the IV tubing causing chemotherapy medication to splash on the patient.